Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts for additional information were unsuccessful. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568-45 lead, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Visual summary analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately 8 months post implant of the crt-d and 9 years post implant of the leads. The cause of death has been requested and not received.